Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic total gastrectomy, the outer seal fell off and became unclean when the package was opened since the outer seal came off from the beginning. Another device was used to complete the case. There were no adverse consequences to the patient.